Manufacturer narrative:
On october 1, 2021, mentor became aware that the date of surgery was (B)(6) 2021. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Fields d6b for explantation date have been updated to (B)(6) 2021. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: right rupture. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 6, 2021, the mentor failure analysis lab received the device for evaluation. On december 17, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sx mod classic gel, 425cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking, measuring approximately 0.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2021, mentor became aware that event description (b5) of the previous initial submission mistakenly did not say "caucasian". This is a caucasian patient. Race and ethnicity were correctly selected. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4) b5: term "caucasian" missing from event description.

Manufacturer narrative:
On october 15, 2021, mentor became aware that date of event was (B)(6) 2021. Hence, field b3 is updated on this form. Also, date of explantation is (B)(6) 2021. Field d6b is (B)(6) 2021. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 28, 2021, mentor became aware that the date of explantation is (B)(6) 2021. Field d6b is (B)(6) 2021. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with mentor memorygel breast implant (sx mod classic gel, 425cc, date of implant (B)(6) 2014) on both sides and experienced breast implants rupture bilaterally. It was also reported that the patient has developed late onset seroma in the left breast. No information was provided regarding testing of the seroma fluid. At this time, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device.